Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 11/14/2025, it was reported that at 3:30 am, the patient was making weird noises and the wife woke up and tried to wake him up but he was unresponsive. The cgm reading was 90 mg/dl and the wife took a fingerprick and it was 40 mg/dl. She called 911 again because the glucose pen they ordered hasn't arrived yet and when they arrived (unknown cgm and bg reading at this point). The paramedics treated the patient with IV glucose. Shortly after the patient regained consciousness and the wife gave him peanut butter and jelly sandwich. At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.